Event description:
User noted the phosphorus r1 channel dispense was dripping causing erratic glucose and calcium results for approximately 20 pt samples. Only the following two pt examples were provided: sample 1, initial calcium gave 6.0 mg/dl; repeat gave 9.0 mg/dl. Sample 2, initial glucose gave 10 mg/dl; repeat gave 90 mg/dl. No erroneous results were reported. The field service representative determined the cause to be a defective phosphorus changeover valve, and replaced the defective valve. Performance tests were performed and with specification.